Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
Device image could not be retrieved due to low battery voltage. Analysis indicated battery voltage was at eol level. Hybrid substrate was damaged during analysis and no further testing could be performed.